Manufacturer narrative:
Company causality comment: this medically confirmed case report refers to a female pt who had essure (fallopian tube occlusion insert) inserted and experienced confirmed titanium allergy to the implants. Confirmed titanium allergy to the implants was considered serious as pt had to remove the implants. Due to removal, it was also considered incident. In addition it is listed in reference safety information for essure. Despite the fact that essure is a method of local, mechanical action, it can cause systemic reaction like eventual allergic reaction to nickel and/or titanium. Thus based a positive temporal relationship and also on essure safety profile, the causality between essure use and the event confirmed titanium allergy to the implants was assessed as related by the company.

Event description:
This is a solicited case report from a physician in united states on (B)(6) 2014 which refers to a female pt of unspecified age who was involved in an active online listening, study number: (B)(6) and experienced. Study description: essure generic active online listening. No info given on consumer medical history, past drugs, concurrent conditions and concomitant medication. On an unspecified date the pt had essure (fallopian tube occlusion inserts) inserted. No lot number and expiration date were provided. Physician reported that consumer had to have essure removed due to confirmed titanium allergy to the implants. Reporter causality: the relationship between the event and essure was possibly related.

Manufacturer narrative:
Ptc investigation result was received on 09-jul-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect at this time. Medical assessment: the reported medical event is a possible undesirable event with the use of essure and is not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. This medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced confirmed titanium allergy to the implants. Confirmed titanium allergy to the implants was considered serious as patient had to remove the implants. Due to removal, it was also considered incident. In addition it is listed in reference safety information for essure. Despite the fact that essure is a method of local, mechanical action, it can cause systemic reaction like eventual allergic reaction to nickel and/or titanium. Thus based a positive temporal relationship and also on essure safety profile, the causality between essure use and the event confirmed titanium allergy to the implants was assessed as related by the company. According to ptc final analysis, at the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs